Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 670 mg/dl and the current blood glucose was 150 mg/dl. Customer treated high blood glucose with intravenous insulin drip and insulin pump. Customer stated symptoms related to high blood glucose that were vomiting, pain, cramps, sick, unwell and chest pain. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer alleged that the insulin pump was under delivering the insulin. The infusion set cannula was bent. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.